Manufacturer narrative:
Complaint conclusion: after the completion of an interventional procedure, the stopcock of a 6f avanti+ catheter sheath introducer (csi) ¿came off¿ while the device was being removed from the patient. The csi was successfully removed with no reported patient injury. The site reported that the device had been stored, handled and prepped according to the instructions for use (IFU). The device and packaging had been inspected prior to use and no anomalies were noted. After the completion of an interventional procedure, the stopcock of a 6f avanti+ catheter sheath introducer (csi) ¿came off¿ while the device was being removed from the patient. The csi was successfully removed without excessive bleeding or any patient injury. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Without the return of the device for analysis, the reported complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product IFU, the sheath should be removed when clinically indicated by placing compression on the vessel above the puncture site and slowly withdrawing the csi. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Therefore, no corrective actions will be taken.

Manufacturer narrative:
(B)(4). (B)(6). The device has not yet been returned for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that after the end of the coronary angiography/percutaneous transluminal angioplasty procedure that they removed the 6f si avanti plus sheath introducer and the stopcock came off. There were no further details available.

Manufacturer narrative:
The device has not yet been returned for analysis. A DHR review has been completed for this lot and it was determined that this lot met all the requirements as per the manufacturing plan. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Addendum (06/26/2015): there was no report of patient injury. The device was stored, handled, and prepped according to the IFU. There weren't any anomalies noted to the device or packaging prior to use. The device will be returned for analysis.